Event description:
An allegation from an attorney indicated the patient died approximately five months post implant of the right ventricular lead. Further review revealed the patient died approximately five months post implant of the right atrial lead and implantable cardioverter defibrillator as well. It was also noted the patient suffered extreme physical injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory for this model.